Event description:
Reporter stated lancet protruded beyond the end cap of the softclix device and the customer was accidentally scratched. No adverse event reported, and no medical attention was needed. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).